Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer failed to recognize as closed. As per part investigation, it was determined that there was thermal damage observed on the retractor band caused by insulation wear along with a missing component (h1) on the received pcba. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of doesn't recognize drawer is closed was confirmed by fse and subsequently confirmed during dchu investigation process. According to work order #(B)(4) the fse reported that there were no delays to patient care workflow. The fse replaced drawer 2.1, sensor drawer and retractable band. Finally, the fse tested the drawer in hardware test application (hta). The report was closed. During dchu visual inspection: pn 135438-01: was received with cuts, worn insulation, exposed copper strands and thermal damage marks. Pn 118234-01: was received with a detached component (h1). During dchu testing: pn 135438-01: dchu testing was not necessary due to the exposed copper strands and the exhibited thermal damage marks on the retractor band cable. Pn 118234-01: dchu testing was not necessary due to the observed detached component (h1). The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported failure, doesn't recognize drawer is closed, is attributed to thermal damage to the retractor band (pn 135438-01) caused by insulation wear due to prolonged use, along with a missing component (h1) on the received pcba. These conditions collectively prevented the drawer from functioning properly.